Event description:
At the post op check it was noted that r waves had dropped from greater than 12 mv to 1-2 mv, and threshold rose from 0.5 v to 2.5 v at 0.5 ms. Everything appeared to be normal via x-ray. The patient would be monitored.